Event description:
Pt was admitted from another facility with an acute myocardial infarction. Pt was undergoing a cardiac catheterization. During the procedure, the c-arm camera dropped, landing on the pt's chest. The camera is estimated to weigh 200 lbs. The camera was removed within 15 secs. The pt was moved to another cath lab and the procedure was completed. The malfunction occurred with the chains breaking. The gearbox could have contributed to the problem. Evaluation pending.